Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the leads migrated. No further information has been obtained.

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the leads migrated. No further information has been obtained. Additional information has been received that the patient was doing well postoperatively. Explanted device was not returned.